Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2(a) catheter, suprapubic (and accessories). D2(b) kob. H3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the catheter of a ultrathane nephrostomy set fell out of the patient on its own just days after placing it. No injury to the patient has been reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation : it was reported, the catheter of a ultrathane nephrostomy set fell out of the patient on its own just days after placing it. No injury to the patient has been reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history records could not be completed due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿instructions for use. 10. Attach the retention disc to the catheter shaft 1 to 2 cm from the skin surface and fix the retention disc in position by gluing or suturing. This will prevent the catheter from being accidentally displaced forward.¿ based on the information provided, no product returned, and the results of the investigation, a potential cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5. Correction: d8, e1. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10feb2026: facility that placed the device was received.